Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic low anterior resection procedure, when the reload was loaded into the handle and rectum resection was attempted, the green button was pressed, but the firing did not advance, and usage stopped. The handle and cartridge were replaced to complete the case and resolve the issue. There was no patient injury.